Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the pump and the pump section of the catheter were explanted due to an infection in the pump pocket. The medication being delivered via the device system was dilaudid. The patient was not injured and recovered without sequela. A follow-up report will be sent if additional information becomes available.